Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 4-6 mm and resulted in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed three times and the hemodynamics did not change. A second transcatheter bioprosthetic valve was implanted at the same depth as the first valve. A bav was performed and the pvl remained moderate. No adverse patient effects were reported.